Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the plug of a 7f exoseal vascular closure device (vcd) did not deploy and stayed in the shaft after the plug deployment button was pressed. The deployment button was pressed down all the way, and although it was difficult to depress, it was fully depressed. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced as the exoseal vcd was advanced through the sheath. The sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling and locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and until the indicator window changed to solid black. The physician did not have a thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color. The exoseal vcd was securely locked with the vascular sheath introducer. There was no issue with or damage to the deployment lever. The deployment button was pressed down all the way, and although it was difficult to depress, it was fully depressed. The button was pressed when the window was showing black/black, not red. The plug remained inside the device shaft and did not fall out when the device was removed. The device was not deployed outside the patient¿s body. A 7f non-cordis sheath was used. The operator was trained in the device. The exoseal vcd was used in an interventional procedure, stored and prepped according to the instructions for use, and the procedure used a retrograde approach. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be =5 mm. The puncture site did not have visible calcium or plaque, no stent was near the site, and there was no stenosis greater than 50%. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received fully depressed, with the guard locked. The plug was not received for this evaluation, and the indicator wire was found retracted. An 8f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was observed in the black/white/red position. No additional anomalies were observed during the visual analysis. A dimensional analysis was not required, as the unit was received in a fully deployed condition, rendering internal diameter verification unnecessary. The functional deployment simulation could not be performed, as the unit was received in a fully deployed state and the deployment lever was received fully depressed. A high magnification microscopic evaluation was performed on the internal mechanism. No abnormal conditions were observed during this analysis. The reported events of ¿vascular closure device (vcd) deployment difficulty-unable¿ and ¿deployment lever (button) actuation difficulty¿ were not observed through analysis of the returned device as the device was received with the deployment lever fully depressed, the device fully deployed, and the plug not returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the events reported, as the returned device was received fully deployed with no plug returned; however, user-related factors (user error) such as the 8f sheath which was returned inserted into the 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. The indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU provides the following caution: ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. (Xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) did not deploy and stayed in the shaft after the plug deployment button was pressed. The deployment button was pressed down all the way, and although it was difficult to depress, it was fully depressed. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced as the exoseal vcd was advanced through the sheath. The sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling and locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and until the indicator window changed to solid black. The physician did not have a thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color. The exoseal vcd was securely locked with the vascular sheath introducer. There was no issue with or damage to the deployment lever. The deployment button was pressed down all the way, and although it was difficult to depress, it was fully depressed. The button was pressed when the window was showing black/black, not red. The plug remained inside the device shaft and did not fall out when the device was removed. The device was not deployed outside the patient¿s body. A 7f non-cordis sheath was used. The operator was trained in the device. The exoseal vcd was used in an interventional procedure, stored and prepped according to the instructions for use, and the procedure used a retrograde approach. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be =5 mm. The puncture site did not have visible calcium or plaque, no stent was near the site, and there was no stenosis greater than 50%. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.